Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an allergic reaction to the implantable cardiac monitor and complained of persistent itching. The monitor was removed. No patient complications have been reported as a result of this event.